Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01345 pertains to the other device. It was reported to boston scientific corporation that a polaris ultra ureteral stent was noticed to be cracked on the bladder coil during a stent placement procedure. Reportedly, the suture was removed from the bladder end of the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine".

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01345 pertains to the other device. It was reported to boston scientific corporation that a polaris ultra ureteral stent was noticed to be cracked on the bladder coil during a stent placement procedure. Reportedly, the suture was removed from the bladder end of the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine".